Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope experienced an obstruction in the biopsy channel (foreign material) during and egd procedure (diagnostic procedure). During sedation - device outside patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation and to provide a correction from the initial report. Corrected field: b5. Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the following led to the malfunction: traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a "hemospray catheter stuck in biopsy channel". The issue occurred during a diagnostic esophagogastroduodenoscopy.